Manufacturer narrative:
The returned loaner autopulse platform (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message during initial functional testing. The root cause of the (ua) 17 was a failure of the cabled drive train, likely due to wear and tear, or a component failure. During visual inspection, a cracked front enclosure was observed, unrelated to the (ua) 17. The observed physical damage appeared to be characteristic of user mishandling. The front enclosure was replaced to address the damage. The autopulse platform failed initial functional testing due to the displayed (ua) 17. The brake gap was worn out and out of specification (too wide). The brake gap could not be adjusted. The cabled drive train was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
The returned loaner autopulse platform (B)(6) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message during initial functional testing. The platform was returned by the customer with no complaints. No patient involvement.